Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the other 3 images are off disconnected wires from the adaptor. Pump treatment information: not provided. Type of drug: not provided. Delay in therapy: yes. Need for medical intervention: yes."